Event description:
It was initially reported that the pt experienced a loss of therapeutic effect. The pt stated that up until approx 3 months ago he was getting decent pain coverage and experienced a satisfaction level of 7 out of 10 (10 equated to 100%) and now he was experiencing a 2 or a 3. The pt reported that the maximum relief achieved was 20% relief. The pt had x-rays to confirm lead position and the doctor did not believe the lead moved. Several company reps have attempted reprogramming. It was later reported the pt had stimulation in the wrong location and a loss of therapeutic effect. The caller reports never having therapeutic effect in the left leg. Stimulation was expected to be in both legs and covering the back like it did during the pt's trial. The pt stated he felt stimulation in his stomach. A company rep tried reprogramming many times and the pt continued to have stimulation in the wrong location. Pt reported he felt satisfactory stimulation for 3 months after surgery, but then it went away. Additional information has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).